Manufacturer narrative:
Follow-up # 1 date of submission 08/11/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed multiple low battery warnings and replace battery alarms. Evidence of excessive battery use was observed. A visual inspection showed that the battery compartment and returned battery cap were intact. The battery cap was able to fully tighten on the pump with no power loss. The pump¿s current draws were out of specifications. The pump failed a leak test to a crack in the right hand corner of the display lens. The pump cover was found and moisture ingress was found on the transceiver board. The transceiver board was unplugged and the current levels returned to specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was alleged that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.